Event description:
The event occurred in (B)(6). The pt underwent implantation of an intraocular lens without complication. One week after implantation the pt reported pain and defective vision. A local ophthalmologist examined and found hypopyon and vitreous haze. The pt was treated with topical antibiotic, antifungal, steroids, cycloplegics, anti-glaucoma medication, systemic antibiotics, anti-inflammatory and anti-fungal medication. The pt then underwent a posterior vitrectomy and was discharged 12 days later.

Manufacturer narrative:
This product, (B)(4), is not available for sale in the united states. Examination of the lens manufacturing records confirm routine manufacture and sterilization. Review of the complaint records confirm that there is no adverse trend and that this is the only complaint against this lot number. (B)(4).